Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to fall and loosening of the femur & stem component at the bone to implant interface. Cement manufacturer used was unknown. Patient had lps implanted in (B)(6) 2019. Patient was revised using cemented lps stem. Doi: (B)(6) 2019 dor: (B)(6) 2020 right knee.